Event description:
User facility reported: during a left coronary angiography (lca)/percutaneous coronary intervention (pci) for non-st segment elevation myocardial infarction (nstemi), air was injected into the patient during the first injection of contrast. The patient experienced chest pain, st segment changes, blood pressure less than 90 mmhg systolic and myocardial infarction. The patient was stable upon injection and progressively became critical and life threatening. The patient was still unstable on (B)(6) 2014.

Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to FDA.